Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. While driving, the patient felt sleepy. The cgm was reading 107 mg/dl and the blood glucose reading was 400 mg/dl. The patient passed out. There was no documentation of medical intervention for loss of consciousness or hyperglycemia and the patient recovered without treatment. At the time of the call the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.